Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower c4wmp door failed and the latch clicked. The door opened intermittently but continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 failed intermittently. A field service engineer (fse) cleaned contacts on mini switches and applied enhancer. Further the fse secured connections and cleaned contactes on controller board. The system functioned as intended after the field service engineer repaired the device.